Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was admitted to the hospital because the infusion set needle broke inside the patient's skin. The caller was the patient's mother. The patient's blood glucose level at the time of the hospital visit was 240 mg/dl. The patient was also admitted to the hospital to surgically remove a hernia. No further information was provided.